Manufacturer narrative:
(B)(4). Concomitant products: guide wire: super soft stabilizer; guide cath: 6 fr. Ebu 3.5. Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed however the resistance with the guiding catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during moderately calcified, moderately tortuous, left anterior descending artery interventional procedure, a balance middle weight (bmw) guide wire was advanced through a non-abbott guide catheter and there was resistance with advancement. There was resistance with removal; therefore, both the bmw guide wire and the non-abbott guide catheter were removed as one unit. Upon removal, the coils of the bmw were found frayed (stretched). Reportedly, the physician believes that possibly during preparation, while shaping the device, the coils could have become frayed but this was not noticed prior to use of the device. Another non-abbott guide wire and guide catheter were used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure reported. There was no additional information provided.